Event description:
It was reported on (B)(6) that during an accessa procedure two weeks ago a bowel burn occured, and the patient was hospitalized. The patient is fine and no additional information is available.

Manufacturer narrative:
Di: (B)(4). Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Additional information received on december 26th: the treating physician reported that the acessa surgery took place in 2020, the patient had a follow-up visit with physician and presented with abdominal pain so was instructed to go to the emergency room, and no bowel injury was observed. The patient required multiple surgeries after the acessa procedure and in one of the surgeries the patient reported that there was an incision/opening that wasn´t properly closed off. Legal actions have been reported against the physician. No additional information available.